Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product : 6935 implantable tachy lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy from the device for sinus tachycardia due to failure of supra ventricular tachycardia (svt) discriminators. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.